Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_992 - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 23mm sjm masters series valsalva aortic valved graft was implanted into a patient. It was reported that on (B)(6) 2022, the patient had atrial fibrillation found by electrocardiogram (EKG). The atrial fibrillation reverted to sinus rhythm after treatment of amiodarone by IV. The patient is reported to be discharged.

Manufacturer narrative:
An event of atrial fibrillation after the operation to implant the valve was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the event was not related to the device. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.